Event description:
It was reported that the patient indicated that his inflatable penile prosthesis had not been functioning properly since before december 2023. The patient did attempt troubleshooting techniques. The patient had seen his physician who has confirmed that the device was not working and needs to be replaced. Additional information received indicated the patient was scheduled for a revision surgery.